Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, service report and ventilator¿s log files. Our field service engineer (fse) was on-site to investigate the reported issue further and replaced maintenance kit 5000. Afterwards, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No goods were returned for further investigation. Due to lack of information needed for the root-cause analysis, i.e. Goods, we have not been able to identify the root cause, but the maintenance kit 5000 was most likely contributing to the issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).